Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office follow up, a red error screen was exhibited during interrogation. The field representative first thought this was due to patient not having the current software updates, on account of non compliant follow up visits. Boston scientific's technical services (ts) was contacted to review system data to ensure no performance anomalies. Ts confirmed the error but stated genesis not due to the previously though software updates but rather, due a da error which occurred on account of a bit flip in the active device memory firmware image. Ts also stated the device is currently functioning normally and requires no further actions as error is self correcting. No adverse effects were reported and no system changes required.